Manufacturer narrative:
Per the tandem user guide, "check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the recommended pump bolus was incorrect due to the customer inadvertently entering the correction factor as 1:1. Recommendation was made by tandem's technical support for the customer to contact a healthcare provider regarding the correct settings. Customer's blood glucose was between 135-177 mg/dl.